Event description:
The customer reported that erroneous cancer antigens (ca125, ca_15-3, ca19-9), folate (fol), total human chorionic gonadotropin (thcg) and vitamin b12 (vb12) results were obtained on multiple patient samples on the atellica im 1600 analyzer. The initial results were reported to the physician(s). The samples were repeated on an alternate atellica im 1600 analyzers. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneous ca125, ca_15-3, ca19-9, fol, thcg and vb12 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous cancer antigens (ca125, ca_15-3, ca19-9), folate (fol), total human chorionic gonadotropin (thcg) and vitamin b12 (vb12) results were obtained on multiple patient samples on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse found that the aspirate probe 4 was broken and then replaced it. Based on the available information, it is determined that the broken aspirate probe 4 potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.